Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial fibrillation procedure with a smartablate pump. During the procedure, the presence of microbubbles were reported. The tubing set was replaced and the issue was resolved. The procedure was continued without patient consequence. Additional clarification was requested and the response received states that the bubbles passed through the smartablate pump during the procedure without an error message populating. This issue did not occur during flushing. The customer flushed the tubing before using it on the patient. It was not known if during flow movement, if the customer noticed any bubble movement. Additional clarification reported that the tubing was not connected to the ablation catheter at the time micro bubbles appeared. The tubing was even not inserted inside of the pump. It happened while preparing the operating room right at the beginning of the procedure. Issue was not related to pump. The device history record (DHR) review verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
Additional clarification was received on june 28, 2017 on the event. The catheter was not inserted into the patient during the presence of the microbubbles. The issue did not occur during the preparation of the procedure or prior to flushing. The tubing was not inserted inside of the pump during the presence of the microbubbles. No issue with the pump. The bubbles were undetected by the pump (no alarm or error code) because they did not pass through the pump sensor. The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref no: (B)(4).

Manufacturer narrative:
Multiple attempts have been made to obtain clarification on which system was used during this procedure. However, no further information has been made available. Since there is no clarification, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding clarification of the system used in this event, a supplemental 3500a report will be submitted to the FDA. Device history record (DHR) review cannot be conducted because no serial number was provided by the customer. Since the serial number is unknown, the full UDI number can not be provided. Concomitant product: smartablate pump tubing model #: d-1320-01-s;; lot #: acf92611. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a smartablate pump. During the procedure, the presence of microbubbles were reported. The tubing set was replaced and the issue was resolved. The procedure was continued without patient consequence. Additional clarification was requested and the response received states that the bubbles passed through the smartablate pump during the procedure without an error message populating. This issue did not occur during flushing. The customer flushed the tubing before using it on the patient. It was not known if during flow movement, if the customer noticed any bubble movement. This event has been assessed as a reportable malfunction under the smart ablate pump since it was reported that the sensor failed to detect the air bubbles as it could lead to air embolism.

Manufacturer narrative:
Originally the product reported was a smartablate pump kit (us) / model #: m-4900-08 / serial #: unknown. Additional information has been received correcting the product to a smartablate pump kit (EU) / model # m-4900-109/ serial #: (B)(4). The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).